Event description:
During cardiopulmonary bypass, the device spontaneously stopped working and appeared to enter the power-on self test sequence. Cycling the ac power off and on returned the device to normal function. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.